Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the revision was done successfully. The pump manager reported satisfactory therapeutic results .

Event description:
It was reported that the patient did not experience any symptoms. However, a catheter issue/occlusion was reported as there was the inability to aspirate the catheter via side port. At the refill it was indicated that the expected reservoir volume (erv) was 13 ml but the actual reservoir volume (arv) was 20 ml. The location of the catheter issue was not known nor was the cause. A dye and roller study were also performed. The issue was not resolved and a catheter revision was the plan. At the time of the event the patient's status was reported as alive-no injury. This device system delivered prialt. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported the entire catheter was replaced and the old catheter was left in place. The location of the issue was not explored nor was the occlusion confirmed. The patient was doing well now after the total catheter replacement.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The catheter was kinked.